Manufacturer narrative:
(B)(4)

Manufacturer narrative:
On 14 september 2015 the field service engineer (fse) found that the wbc bath was not seated properly causing a leak at the aperture seal. The fse reseated the bath and the instrument ran without leaks. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported an uncontained cleaner leak of about 10-20 ml from the lh750 during shutdown and startup. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.